Event description:
It was reported that the patient was admitted with ventricular arrythmia and had 3 implantable cardioverter-defibrillator (ICD) shocks with low flow alarms. On (B)(6) 2026, the patient had head computed tomography (CT) scan with new recurrent subdural hematoma on left side small and right subdural hematoma. Neurosurgery was consulted and no intervention was needed at that time. On (B)(6) 2026, a coronary cta showed an aortic root thrombosis. Patient was off anticoagulation since (B)(6) 2025 due to previous subdural hematoma (MFR #: 2916596-2025-06829). No recent echocardiogram (echo) was performed, and pump flow was 2.7 lpm at 5200 rpm with pulsatility index (pi) at 5.0. It was noted that the patient would remain off anticoagulation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.